Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6:problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the working length of the device was damaged, and the distal pierced hole (tome's extrusion) was found torn. These conditions caused the wire anchor to be dislodged from the extrusion. It is important to mention the cutting wire was not observed broken; however, the wire anchor dislodged could be perceived by the user as cutting wire broken, consequently, confirming the reported complaint. Additionally, the working length was found twisted at the distal section, and the tip was split/torn. According to the complaint information, the failure was noted during the procedure, and no defects were reported by the user during the unpacking or preparation. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Note: this report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on december 27, 2018 that three hydratome rx 44 devices used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that all three devices were tested outside the patient and they were all fine. They were used to do sphincterotomy and once energy was applied to the sphincterotome, the cut wire seemed to be separated from the blue distal tip where it was connected. They had to abort the case because it could not get the sphincterotomy open enough, and referred the patient out. There were no injury nor patient complications reported as a result of this event. There was no part of the device detached inside the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Note: this report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three hydratome rx 44 devices used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that all three devices were tested outside the patient and they were all fine. They were used to do sphincterotomy and once energy was applied to the sphincterotome, the cut wire seemed to be separated from the blue distal tip where it was connected. They had to abort the case because it could not get the sphincterotomy open enough, and referred the patient out. There were no injury nor patient complications reported as a result of this event. There was no part of the device detached inside the patient.